Event description:
It was reported via a clinical study that a study patient underwent a primary total knee arthroplasty. Approximately sixteen months post-implantation the patient was revised due to instability and the polyethylene insert was exchanged. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented cruciate retaining (cr) standard right size 8: catalog#42502606402, lot#63947833; tibia cemented 5 degree stemmed right size e: catalog#42532007102, lot#63947833; all poly patella cemented 32 mm diameter: catalog#42540000032, lot#64129910; optipac-s 60 refob bn cmt r: catalog#4711500396-1, lot#a746d06425. Report source: foreign: (B)(6). Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.